Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad was having responsiveness issues. There is no further information regarding the complaint at this time. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/25/2013 with the following findings: there is no visible damage to the keypad. During testing, all the keypad buttons were properly responsive. The keypad cover was removed and evidence of contamination was found under the down arrow, ok, and contrast keypad buttons. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally.